Manufacturer narrative:
Only the inserter and anchor were returned for evaluation. No suture or needles were returned. The inserter was evaluated for the reported failure of stripping, no damage was observed. The returned anchor was noted to have damage at its most proximal thread, likely from removal from pliers as reported. It was also reported that the surgeon used a 3.2mm drill to prep the insertion site, according to the IFU a 4.5mm drill is the preferred method of site preparation for this size anchor. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. Due to these observations no root cause related to the manufacturing process can be established. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Surgeon performed standard open procedure and prepared bony area on humerus head to insert suture anchor. He pre-drilled bone cortex with 3.2 drill and started inserting the twinfix ultra anchor. About 3mm of anchor was left over to insert, when the inserter shaft ¿stripped¿ and could not advance the anchor further. He had to extract the anchor by using pliers. Patient had medium to hard bone quality. Additional information confirmed faulty anchor was removed. Surgeon used a corkscrew anchor from arthrex, changed the site of insertion to complete the repair.